Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced extrusion of the pump tubing through their scrotum in addition to infection. A surgical procedure was performed wherein the device was explanted. There were no additional patient complications and the patient is expected to fully recover.